Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that during a routine follow-up, this pacemaker system recorded atrial tachycardia response (atr) episodes due to oversensing noise in the right atrial (ra) channel. The patient is atrial dependent, pacing inhibition was noted and the patient was asymptomatic. The device was reprogrammed to reduce the ra sensitivity. The plan is to continue routine follow-ups. This pacemaker and ra lead remains in-service and there were no adverse patient effects reported.